Event description:
It was reported that the 4-40 stud broke on the handpiece during setup for a procedure. Another handpiece was used to start the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.